Manufacturer narrative:
(B)(4) date of event unknown. Operator of device unknown. Evaluation summary: the reported sample was returned for evaluation. The batch review did not find any nonconformance related to the reported condition during the manufacture of this device. Initially, the customer reported the issue as a seam defect on the upper right corner of tpn bag but the visual inspection and functional testing identified the reported condition as a large leak located on the upper right edge that streamed water and would have been obvious if present during bag filling. Magnified inspection of the leak location identified an edge gouge on the upper right corner with raised eva edges around the sides of the gouge, along with visible light abrasions and fraying. Additionally, the manual addition port cap had been removed and the septum had been spiked twice. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings, the condition was determined to have occurred during handling fo the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have defect on upper right corner of the seam. Where in the process the defect was discovered is unknown; however, this report documents no patient involvement or adverse events. During sample evaluation, the bag was found to be leaking from the upper right edge. No additional information is available.